Event description:
A customer reported experiencing a cartridge alarm 20, which occurred immediately when attempting to initiate the cartridge load process, even before a cartridge was inserted into the pump. There was no adverse impact to the customer's blood glucose level. Despite attempts, the customer could not successfully load a cartridge to resume insulin therapy. Technical support decided to replace the pump, ensuring the customer uses multiple daily injections as a backup for insulin delivery. The replacement pump would have updated software, and the customer acknowledged the instructions provided for returning the faulty pump, including putting it into storage mode and returning it within ten days.